Manufacturer narrative:
(B)(4): the customer reported the device fails to charge the battery, and it akes a buzzing noise when trying to charge. There was no report of pt involvement. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported the device fails to charge the battery, and it makes a buzzing noise when trying to charge. There was no report of pt involvement.